Event description:
The event is reported as: the customer alleges that the nurse noticed a burning smell and called respiratory to investigate. The attending respiratory therapist stated that he removed the servo I ventilator with the neptune and circuit from the pt area and replaced it with another ventilator and humidifier. In the respiratory department the therapist isolated the odor to the humidifier. No report of a pt injury or delay in treatment.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product concha neptune, serial # (B)(4) was manufactured on 01/26/2012. The DHR investigation did not show issues related to complaint. A document review (B)(4) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.